Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and loss of capture when interrogated after the implant procedure. A modification was performed to reposition the lead. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.